Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery. The customer's blood glucose (bg) level was 571 mg/dl. Customer administered a manual injection to address bg level.